Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found abrasions on both the outer insulation and one of the proximal cables insulation at 22 cm from the connector pin, exposing the proximal coil wires. The lead abrasion is consistent with that produced by friction with the ICD can.

Event description:
It was reported that the lead was explanted due to noise.